Manufacturer narrative:
Product analysis: the liquid crystal display (lcd) was found to be out of electrical specification and was replaced. The main printed circuit board (pcb) was replaced as a preventive measure. The keypad was also found to be scratched. All found defective parts were replaced. The device was visually inspected and functionally tested. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department from loan and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the display. Visual inspection revealed no anomalies. The display was functionally tested and failed user interface testing. The bottom part of the display was not operational. Conclusion: confirmed customer complaint, the display was out of specification electrical. If information is provided in the future, a supplemental report will be issued.